Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited undersensing due to variable amplitudes. Device data was sent to rhythmcare for review. Data review determined this s-ICD stored an untreated episode due to loss of baseline and sense b node noise. Data also confirmed there was no inappropriate therapy delivered and impedance measurements remained within normal limits. Rhythmcare then recommended performing an x-ray and further troubleshooting to determined specific cause of the observations. The device was tested in clinic with provocative maneuvers, however noise was unable to be reproduced. This device system remains in service. No adverse patient effects were reported.